Manufacturer narrative:
Explant of the valve due to stenosis and heart failure was reported. The investigation found that there was fibrous pannus ingrowth on the outflow surface of the valve which extended over multiple commissures. The pannus limited the cusps mobility and narrowed the outflow diameter. There was thinning and loss of collagen fibers at the base of all three cusps. No inflammation or significant calcifications were present. Images were received from the field which were consistent with the valve received at abbott for examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus which narrowed the inflow diameter would have contributed to the reported stenosis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2021, a 25mm epic mitral valve was implanted in a patient. The patient's native valve was sized 27mm. During a follow up echocardiography on (B)(6) 2023, no abnormalities were found. It was then reported on (B)(6) 2023, the patient was diagnosed for severe mitral valve stenosis and hospitalized for acute heart failure. The patient underwent semi-emergency mitral valve replacement procedure on (B)(6) 2023. The 25mm epic mitral valve was explanted and replaced with a 23mm non-abbott valve. The explanted valve was examined and found that pannus had formed on the anterior cusp side of the valve. The physician believed the valve developed hypomobility due to pannus formation. It was also visually found thrombus had formed on the posterior leaflet side and the cuff circumference had become fragile during explant procedure. It was reported the patient did not receive any treatment that could have contributed to thrombus formation and the patient was not prescribed anti-thrombotic medication. The patient's international normalized ratio (inr) two weeks after regenerative valve replacement surgery was 0.96 and their current inr was 1.98. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 25mm epic mitral valve was implanted in a patient. During a follow up echocardiography on (B)(6) 2023, no abnormalities were found. It was then reported on (B)(6) 2023, the patient was diagnosed for severe mitral valve stenosis and hospitalized for acute heart failure. The patient underwent semi-emergency mitral valve replacement procedure on (B)(6) 2023. The 25mm epic mitral valve was explanted and replaced with a 23mm non-abbott valve. The explanted valve was examined and found that pannus had formed on the anterior cusp side of the valve. The physician believed the valve developed hypomobility due to pannus formation. It was also found thrombus had formed on the posterior leaflet side and the cuff circumference had become fragile. The patient status was reported as stable.